Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 55.5cm and 57cm distal to the is-1 connector pin, the insulation was rubbed through which most likely occurred due to mechanical stress in the area of the tricuspid valve. Furthermore approximately 12.5cm distal to the df-1 connector pin the insulation was abraded through resulting from interaction with the generator housing. These findings can be considered the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the right ventricular channel lead to oversensing as reported in the complaint text. Furthermore the rv coil continuity trend curve showed a stable progression around 500 ohms since september 2018 with a drop to <200 ohms in march 2019. At the same time the pacing impedance demonstrated a decrease from 650 ohms to 300 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that the lead was explanted due to oversensing approx. 30 months after the implantation.